Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with fingerstick readings of 363 mg/dl and 330 mg/dl over approximately three hours despite observed automated correction dosing, and no visible infusion set leaks, kinks, or occlusions; and glucose was expected to normalize after the supply change. Customer care provided support that included phone-based troubleshooting and user education, including guided infusion set and supply replacement. Investigation of this case revealed that hyperglycemia occurred with cause unclear, and insulin delivery resumed as expected after the full supply change. No symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded that the event was user-managed and not confirmed to be related to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.